Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H2: additional information in a1. H3, h6: the reported device was returned to the designated complaint unit for independent evaluation. It was determined the device contributed to the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the device drawings found a stress relief collar is now attached at the connection between the shaft and the hub of the suture capture loop. This design change was implemented as a result of a corrective action initiated to address the reported issue. A visual inspection of the returned device found that it is not in its original packaging. The hub of one loop retriever is fractured from the shaft. The shaft and snare was returned with the rest of the device components. A review of the customer provided images finds the complaint device with the hubs of the loop retrievers fractured from the shafts and the smith+nephew product box. The complaint was confirmed, and the root cause was associated with device design. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A corrective action for this failure mode is in place. Correction in h6 (health effect - clinical & impact codes and medical device problem code).

Event description:
It was reported that during a meniscus repair surgery when the package was opened it was found that the product was damaged, the loop head and the shaft were disassembled. The procedure was completed using a back-up device. It is unknown if there was a significant delay during the procedure. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.